Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 identified colony forming units designated as "tntc" (too numerous to count) comprising the following 4 isolates: (B)(6). The duodenoscope was received by pentax medical for evaluation on (B)(6) 2018. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded no growth.